Manufacturer narrative:
(B)(4) - the clinical investigation of this report concluded that there are no allegations against any fresenius products, the liberty cycler for the event of e. Coli peritonitis. Although a temporal relationship between the diagnosis of e. Coli peritonitis and the fresenius products exists, there is no documentation supporting a causal relationship between the fresenius products and the peritonitis. The pdrn identified the possible source of infection may have been constipation due to the patient's non-compliance with use of laxatives. However, the e. Coli peritonitis infection cannot be completely dissociated from the pd therapy. Additionally, there is no allegation of device malfunction and the association of peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017, peritoneal dialysis (pd) patient called technical support reporting drain complications encountered during her fill 2 and the effluent appeared to be "yellowish and cloudy." On 04/17/2017 during a follow up call to the peritoneal dialysis registered nurse (pdrn), it was revealed the patient presented to the pd clinic (unknown date) with cloudy effluent and was diagnosed with bacterial peritonitis. An effluent culture test was performed and the results were positive/confirmed for escherichia coli (e. Coli) peritonitis, and treated outpatient. Additionally, it was revealed the patient is non-compliant with use of laxatives and constipation may have been the cause of the peritonitis. Furthermore, the patient was reportedly showing improvement and continuing ccpd therapy with no changes in pd treatment.